Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action. The mega needle driver instrument involved in this complaint has been received and tested by failure analysis. The findings did not replicate or confirm the customer reported event. The visual inspection revealed no damage to the cables. The instrument moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. No product issues were identified.

Event description:
Refer to h11 for follow-up information.